Event description:
It was reported that during a diagnostic procedure, the catheter became looped over itself. Attempts to straighten were unsuccessful. The physician was able to get a wire down, and while attempting to remove, the catheter broke. The distal half of the catheter remained in the pt. Pt went to surgery for removal. Pt status is listed as "okay".